Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged that the bolus setting on the pump was turned off. The customer denied having accessed the settings menu and accidentally turning the settings off. Reportedly, the customer did not deliver a bolus based off of the incorrect values. Blood glucose level was not impacted.